Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-02979 for the other associated device info. It was reported to boston scientific corp that two radial jaw hot single-use biopsy forceps were used during a polypectomy procedure performed on (B) (6) 2009 (B) (6). According to the complainant, during the procedure, the device would not cauterize. A sec device was used, but the same issue was encountered. The procedure was completed with a third radial jaw hot single-use biopsy forceps. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).